Manufacturer narrative:
The internal investigation confirmed the customer complaint and determined the root cause of this incident is the incorrect assignment of dpb1 33:01 allele as a positive reactivity for primer mixes dpb027b and dpb039a. Kit documentation for catalog # 451606d will be updated to change the allele reactivity of the primer mix.

Event description:
A customer reported that a sample had discrepant results when using ssp unitray versus two other typing methods. Ssp unitray typed the sample as dpb1 04:01, dpb1 81:01. The two other typing methods typed the sample as dpb1 04:01, dpb1 33:01. This resulted in a mistype result. Internal reference number (B)(4).